Event description:
A home patient reported having experienced pain in the shoulder area after apd therapy, which they believed to possibly be the result of air infusion. Per the home patient's nurse, no medical intervention was required. The pain dissipated in "a day or two". The home patient's nurse reported that the pain was due to indigestion, in combination with cod/flu symptoms and was not related to baxter product in any way. No further information has been made available.